Event description:
The complainant reported that the automated impella controller (aic) had a yellow alarm after inserting the impella cp indicating placement signal was not reliable. The event was resolved successfully with the same aic. There was no patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: optical placement signal issues on ic7087 with pump (B)(6) were confirmed in device logs, but they were most likely related to the pump. A separate complaint regarding pump¿s contribution to the same issue is investigated under (B)(4). Device analysis: there was minor contamination on blue receptacle fiber but would not cause sudden drop in snr. After it was cleaned, ¿5s¿ parameters were measured and were found to be within specification. Minor contamination of the fiber couldn¿t have contributed to the abrupt drop of snr observed in the case data, which was most likely related to the pump (investigated under 24-33006-1). Console operated within specification. Please test the optical system of the console: inspect optical pump connector for any debris that may have prevented the pump connector from being pushed all the way in, inspect connector fiber for cleanliness, and measure ¿5s¿ parameters. Root cause: unable to determine due to inability to reproduce issue. Console operated within specification. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.